Event description:
Procedure type: tepp totally extraperitoneal. According to the reporter: dissecting balloon burst while being inflated. Enough dissection had taken place that another unit was not needed. The balloon was completely removed, no pieces fell inside the cavity, neither the incision nor or time were extended. No pt injury was reported.